Manufacturer narrative:
The returned sample was visually inspected and the issue was confirmed, there were two metal diaphragms instead of only one installed in the fluid management system. The root cause for this event is an error during the manufacturing process where the one diaphragm becomes nested inside of the other. An internal investigation has been opened to address issues of this nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
An ophthalmology doctor reported that an irrigation failure occurred during a cataract procedure. It is unknown if the event occurred during calibration or during surgery. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.